Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The event occurred during preparation for use for an unknown diagnostic procedure and was immediately observed. There was no delay to the intended procedure which was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The suspect device has been returned to olympus for evaluation. The olympus service center confirmed the customer's event and found the camera cable was severely kinked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, the image did not display due to a faulty cable unit. It is likely that the cause of the faulty cable unit was caused by twisting of the cable. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, the device yielded no image. There is no reported harm to any patient.

Manufacturer narrative:
Additional information, including initial reporter, is not available yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.